Event description:
The customer reported to beckman coulter (bec) that there was a fluid leak of approximately 2 ml from the coulter lh 750 hematology analyzer.the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), including a laboratory coat, gloves and protective eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse indicated that he reset the instrument, and immediately encountered "low vacuum low" error. The fse examined the low vacuum system, and located vacuum leak from the vacuum tubing in triple pinch valve in the back of the instrument. The fse replaced all vacuum tubing in triple pinch valve, flushed out the low vacuum system and adjusted low vacuum, resolving the issues. The fse also discovered another leak coming from broken complete blood cell (cbc) lyse restrictor tubing. Per the fse, it was only clear solution, and it was contained within the instrument. The fse cleaned up the spillage, and then replaced the cbc lyse restrictor tubing on port 82. The fse performed a startup and conducted performance tests (latron, control, and reproducibility check). All tests were within specification and system performance was validated. One failure mode was related to a tubing going through the pinch valve (vl53b) and another failure mode was related to cbc lyse restrictor tubing. (B)(4).